Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Upon power on, the device presented with a low battery alarm, which was also found in review of the alarm log, thus confirming the reported problem. The cause was determined to be main battery wear. The main battery was replaced to resolve the issue. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump was experiencing a problem with the battery. There was no patient involvement. No additional information is available.